Manufacturer narrative:
The instruction for use (IFU)  clearly states that the user should take adequate precautions, depending on the application, to enable the surgical procedure or treatment to be finished without using the device in case of malfunction or system error.

Event description:
A health-care professional (hcp) reported that a light module error, auto focus module error occurred and that the light will not come on during surgery. Consequently, the doctor was unable to complete the surgery due to the non-functioning microscope. A second surgery for the patient was necessary which required additional medical intervention.